Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain female, irregular menstrual cycle, anemia, left lower quadrant pain, adenomyosis, iron deficiency anemia and grand multiparity. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cellulitis ("she have cellulitis"), furuncle ("she was getting boils everywhere on body"), scar ("the scars that she have from the boils "), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the cellulitis, furuncle, scar and psychological trauma outcome was unknown. The reporter considered cellulitis, furuncle, genital haemorrhage, pelvic pain, psychological trauma and scar to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: 1. Bilateral fallopian tube obstruction, status post essure device placement. 2. Slight. Irregularity along the superior aspect elf the uterine cavity of unknown etiology or clinical significance.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, pelvic pain female, irregular menstrual cycle, anemia, left lower quadrant pain, adenomyosis, iron deficiency anemia and grand multiparity. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cellulitis ("she have cellulitis"), furuncle ("she was getting boils everywhere on body"), scar ("the scars that she have from the boils "), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the cellulitis, furuncle, scar and psychological trauma outcome was unknown. The reporter considered cellulitis, furuncle, genital haemorrhage, pelvic pain, psychological trauma and scar to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: 1. Bilateral fallopian tube obstruction, status post essure device placement. 2. Slight. Irregularity along the superior aspect elf the uterine cavity of unknown etiology or clinical significance. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: medical history, lab data, reporter information, rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cellulitis ("she have cellulitis"), furuncle ("she was getting boils everywhere on body"), scar ("the scars that she have from the boils "), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the cellulitis, furuncle, scar and psychological trauma outcome was unknown. The reporter considered cellulitis, furuncle, genital haemorrhage, pelvic pain, psychological trauma and scar to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added pain, bleeding and psych injury. Outcome updated from unknown to recovered resolved. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.